Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Currently, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria pseudomonas which is an organism found in the environment. Based on the reported information, the peritonitis event is likely due to a breach in infection control in the patient¿s home. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On 10/seo/2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on 5/sep/2024 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotic therapy with a combination of intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) and oral ciprofloxacin (dose not provided). The patient is recovering from the peritonitis event and continues pd with the fresenius cycler. The nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. It was reported that peritonitis is related to breach in many aspects of infection control in the patient¿s home.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotic therapy with a combination of intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) and oral ciprofloxacin (dose not provided). The patient is recovering from the peritonitis event and continues pd with the fresenius cycler. The nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. It was reported that peritonitis is related to breach in many aspects of infection control in the patient¿s home.